Event description:
Customer called reporting the up button on her insulin pump was not working. During the call, the button started to work again. No assistance was provided. Customer did not provide her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.